Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 05:33:06. During night drain cycle four, the patient's ultrafiltration reading was 1873ml, indicating the home patient drained 1873ml more than their maximum programmed fill volume of 2200ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A visual inspection and service history review were performed. A review of the event history log identified the occurrence of an increased intra-peritoneal volume (iipv) event. Upon conclusion of the investigation, the cause was determined to be false empty detect and use error, clinician inappropriately set minimum drain volume percent setting too low. The homechoice apd systems trainer's guide provides a warning "if you set the minimum drain volume % too low, an incomplete drain could result for the patient. This could result in an increased intra-peritoneal volume (iipv) situation." A review of the label for the product family will be conducted. Should relevant additional information become available, a supplemental report will be submitted.